Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was damaged. The damage was further described as ¿the part of the black magic mark on the coupling tube side of the kaguya circuit is completely crushed¿. This was observed during preparation of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted the patient line tubing was with an indent mark at the middle of the tube. Functional testing including self test and priming test were performed with no abnormality observed. An underwater pressure test was also performed with no leak or blockage observed. The reported kink in the tubing was an indent on the tubing caused by an object pressing onto the set over a period of time. The reported condition of ¿completely crushed¿ was not verified. The sample evaluation showed that the product met specification and was conforming product. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.